Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.2 inr and the result from the laboratory within 10 minutes was 1.7 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The customer was not anemic, took no heparin, had no antiphospholipid antibodies, no direct thrombin inhibitors, no new medication, no new illnesses, no diet changes, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned and the replacement product was sent.